Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the cord damaged was approximately 3 inches from the foot pedal connection. Evidence suggests this was due to mishandling / incident at the customer site (damage by cart). The event was confirmed. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device had a "damage cord" due to being run over by a cart. The device was not used in a surgery. There were no injuries reported nor medical intervention required. There was no additional information provided.